Event description:
Meter was powering off during use. The issue was not resolved with troubleshooting. The patient stated this has occurred for 8 months. Patient went to the ER to test their blood sugar. They were given insulin during one visit. The meter has been replaced.